Event description:
The customer reported that she obtained blood glucose readings of 346 mg/dl at 9:08 a.m. And 188 mg/dl at 11:16 a.m. With the contour next link 2.4 meter. The customer took insulin based on the high readings. The customer then ate candy to manage the blood glucose levels and passed out. The customer stated that when she woke up her blood glucose levels were normal. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The test strips associated with the event expired in (B)(6) 2021. The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 346 mg/dl at 9:08 a.m. And 188 mg/dl at 11:16 a.m. With the contour next link 2.4 meter. The customer took insulin based on the high readings. The customer then ate candy to manage the blood glucose levels and passed out. The customer's husband assisted her while she was passed out. After regaining consciousness, she went to sleep and when she woke up her blood glucose levels were normal.

Manufacturer narrative:
Based on the event clarification received during the follow-up, section b5 has been updated.